Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: preliminary testing confirmed that the pacing output measurements were undefined. A programming head was placed over the device and pacing output measurements matched the values programmed into the device. The device was unable to sustain a pacing output without a programming head placed over it. Further analysis showed the cause of the reported oversensing was due to excessive leakage in the pace/sense hold capacitor. The leakage in the capacitor was unstable, producing a variety of symptoms related to the pace/sense operation of the outputs and erroneous lead impedance for all three outputs.